Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor kit expiration date is 31-mar-23. Medical event associated with this complaint case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a sensor scan result of 186 mg/dl and experienced a loss of consciousness. Customer had contact with health-care professional, a blood capillary reading of 20 mg/dl was obtained on their meter and customer was determined to have low blood sugar. When plotted on a parkes error grid, fall into the "e" zone, showing the difference in values to be clinically significant. Customer was treated with intravenous glucose and no further treatment was required. There was no report of death or permanent impairment associated with this event.